Event description:
It was reported that during the implant procedure, in the insertion path of the patients left electrode there was an acute ischemic lesion affecting the middle portion of the body and left caudate nucleus resulting in a cerebrovascular ischemic event. The patient experienced a confusional state and behavioral changes as a result.

Manufacturer narrative:
It was reported to abbott that during the implant procedure, in the insertion path of the patients left electrode there was an acute ischemic lesion affecting the middle portion of the body and left caudate nucleus resulting in a cerebrovascular ischemic event. The patient experienced a confusional state and behavioral changes as a result. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18898. It was reported the patients symptoms have not changed and are considered chronic.